Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that for the last couple of days, the patient¿s pacemaker had been firing off a constant buzz from the pacer to their genitals. It was noted that this would last for hours at a time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.